Event description:
It was reported that the tubing of a continu-flo solution set became separated from the junction of the drip chamber and the spike. This occurred while the nurse was filling the drip chamber with saline. It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.